Event description:
The customer reported having intermittent failure with the wbc parameter failing startup and getting aperture alerts on qc controls and patients. The customer also reported an erroneous wbc result on one patient that the doctor considered incorrect. The patient's doctor had the customer send the sample to another laboratory to verify the results. Copies of the correct results for the patient involved were not available. The result printout for one patient was provided. It indicated there was instrument flagging on all three runs. The first sample result recovered by the act diff 2 instrument was flagged with non-numeric (xxx) for wbc, ly%, mo%, gr%, ly#, mo# and gr# parameters. The second and third runs of the same patient gave numeric results with flagging (*) for all wbc, ly%, mo%, gr%, ly#, mo# and gr# parameters.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found there was air in the lyse tubing due to a broken cap on the reagent container. The reagent cap needs a sealed vacuum to pull the fluid through the system properly. If the seal is broken, air can and will enter the system causing the flagging and erroneous results. The fse replaced the lyse cap and resolved the erroneous wbc result, the wbc startup failure and the aperture alerts reported by the customer.